Event description:
In 2003, the distination therapy patient was implanted with a vented electric left ventricular assist device (lvad). On 07/2004, the transplant coordinator contacted the manufacturer reporting that the patient was at home and had been experiencing intermittent alarms for approximately 5 days.the patient also reported a yellow wrench and a rare red heart alarm. When tethered to ac power, it would show power limit advisory on the system monitor. The patient stated a new "slapping" noise noted from the pump last week but not noted now. The system controller was changed out and the percutaneous (perc) lead repositioned in binder with temporary relief of alarms. The patient came into the clinic and was placed in an observation room. Alarms became more frequent. The patient's bp was running between 130/70 to 150/90s. The customer was unable to down load waveforms on two different system monitors. The manufacturer discussed with the customer endo of pump life and reviewed how to use the pneumatic drive console with a stroke volume limiter (svl). Also discussed better bp management with sbp less that 120. The customer is planning on doing an x-ray of the perc lead for evaluation of fractures. Also the customer is sending in a vent filter to the manufacturer for analysis. The patient remains on lvad support.